Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited over-sensed noise. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.